Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 inflatable penile prosthesis due to unspecified reason. Additional information received stated that there was fluid loss and the system was empty.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear and fatigue at a fold. This cylinder also had broken fabric threads. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder leak. Fluid loss was confirmed due to wear and fatigue at a fold. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the in the reservoir krt at the strain relief junction due to sharp instrument damage. Due to the determination that the leak was due to sharp instrument damage most likely during explant the identified leak will not be considered the probable cause for a device malfunction because it is a secondary failure. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product analysis confirmed the reported fluid loss due to wear and fatigue at a cylinder fold. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported allegations can be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 inflatable penile prosthesis due to unspecified reason. Additional information received stated that there was fluid loss and the system was empty.